Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device went into backup vvi mode after a failed firmware upgrade attempt during a routine follow-up in clinic. There were no indications of wand movement or telemetry interference. The device was restored successfully and the patient will continue to be monitored.